Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 547mg/dl and was unable to get the battery cap off. Customer was assisted with removing the battery cap and the battery was able to be changed. Customer also indicated that the pump alarmed failed battery test. Customer declined further high blood glucose troubleshooting and did not want to troubleshoot for the failed battery. Customer was advised to monitor the pump and blood glucose and call back if any further issues. No further assistance was necessary.